Event description:
After pipetting an hiv I/ii plate on summit it was abserved that low sample/low reagent levels was pipetted to wells a12 through h12. No error was generated by the summit. No death or serious injury was associated with this incident.